Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  patient said for several weeks, probably 3-4 months, they had been having severe urgency, frequency, and some leaking. Patient said it would start before they could get to the bathroom and said it reminded them of when they were nursing. Patient tried to change programs and said they were able to communicate with the device. Patient was on program 2 at 0.7 and if they went up to 0.8 or 0.9, they would be able to feel the stimulation in their bladder tremendous and every once in a while, they just needed a little extra stimulation so they would take it back down to 7. Patient had tried every program they had and ran it up as high as 4.0, but they were feeling zero results or response in the bladder. Patient confirmed they had not had any falls or accidents. Patient mentioned that they had 2 procedures done since october where they had to turn their stimulator off (patient said they had a lead revision on their non-manufacturer device and a removal of a fatty growth on their shoulder). Patient said they didn't think they turned the device off, they wanted the patient to have their equipment with them to do so and they never asked the patient's husband for it. Agent reviewed information and redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.